Event description:
Boston scientific received information that this communicator's powered brick got hot and the patient could smell a burning type of smell when it was originally plugged in. There was no report of injury and the communicator was unplugged and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a complete analysis was ran on the communicator. The returned power brick failed to output any significant voltage (approx 1.2vdc) while plugged into an ac power source for 20 minutes. The brick become excessively hot during voltage and temperature measurements. The power brick's case temperature reached 111 degree celsius. The case melted during the analysis. There was an audible ringing sound made by the brick while plugged into the ac source. There was a burning smell noticed. The brick's green led was not on while plugged into the ac source. Counter and chat report information from the communicator indicates that the power brick failure occurred during setup. The communicator successfully ran baseline checks including dial tone detection and calls to the latitude server using both polarities of the ring and tip lines.